Event description:
It was reported that the pump's alarm sound was not annunciating. Additionally, it was reported that an unexpected reset occurred. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified in the pump logs; however, no failure was identified while based on the analysis, the alleged speaker issue could not be verified.